Event description:
A report was received that the patients remote control was not connecting with ipg. The physician believed that the patients ipg had been shortened out during a non device related procedure. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that it was confirmed that electrocautery was used during the non device related surgery. Sc-1200 (sn: (B)(4), device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients remote control was not connecting with ipg. The physician believed that the patients ipg had been shortened out during a non device related procedure. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).